Manufacturer narrative:
Seal - internal seal failed.

Event description:
It was reported by service report that the head of the bed is not going up or down and it is leaking fluid. It is unk if there was pt involvement, however no adverse consequences are reported.